Event description:
The customer stated the architect c8000 analyzer was generated aberrant results for sodium (na) and chloride (cl). Patient (B)(6) had an initial na result of 140.4 mmol/l that repeated at 112.1 mmol/l and an initial cl result of 104.5 that repeated at 134.5 mmol/l. Field service was dispatched to inspect and service the analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, system logs and service history, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) replaced all the 1 ml syringes, checked the ict probe alignment, checked the mixers and flushed the water lines. The fsr performed an ict calibration, ran ict quality controls and a precision test. The ict quality controls were acceptable and the precision test results were satisfactory. According to the fsr, the most likely cause is a tight aspiration 1 ml syringe. The result log showed the repeat chloride result of 116.2 mmol/l was flagged high. The system logs revealed milivolt fluctuations between the pre and post sample iref reads, but the fluctuations did not exceed the limit of 10 mv, therefore no error was generated. Tracking and trending identified no adverse trends in conjunction with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, the tight aspiration 1 ml syringe is thought to be the cause of the voltage drift leading to discrepant ict results.